Event description:
It was reported that the AED was deployed for use on a pt in apparent cardiac arrest. The AED, allegedly, powered-on, then immediately powered-off. After tyring a couple times, the operator switched to another ddu-100b AED on site. The second AED analyzed and delivered therapy to the pt. Pt was resuscitated and transportated to the hospital.